Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl; cause was unknown. The customer attempted to address the elevated bg by manual injections and manual boluses but was unsuccessful. Customer was treated with unspecified intravenous fluids to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A system check with tandem technical support confirmed the pump was functioning as intended.